Event description:
It was reported that the patient had an anchor removed that had migrated. Follow-up was performed to determine if any troubleshooting had occurred, what the cause of the migration was, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID neu_unknown, serial# unknown, product type: unknown; product ID neu_unknown, serial# unknown, product type: unknown. (B)(4).